Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the moderately calcified, moderate tortuosity and 70% stenosed anatomy and/or other devices resulted in compromising the balloon; thus resulting in the reported material rupture; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional trek rx device referenced is being filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderate tortuosity and 70% stenosis lesion in the left anterior descending (lad) artery. A 2.50x15mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion but ruptured at an unknown pressure during inflation. The bdc was removed and replaced with a 3.00x15mm nc trek bdc. However, during inflation, the balloon ruptured at an unknown pressure. The bdc was removed and the procedure was successfully completed with an additional bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.